Event description:
Analysis of the handheld was completed on 08/28/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 08/28/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. It was reported that the physician's wand is functioning as intended.

Event description:
It was reported that for several months the physician's handheld device is continually freezing during the interrogation process where it shows the progression bar, but prior to the interrogation successful screen. The physician was provided a new programming computer. Attempts to obtain additional, relevant information have been unsuccessful to date. The handheld is expected to be returned for analysis, but has not been received to date.